Event description:
Per the clinic, the patient experienced pain, drainage and infection at abutment site. Subsequently, the patient was hospitalized (date and duration not reported) and treated with 2 courses of antibiotics (type, date and duration not reported).